Manufacturer narrative:
The customer was hospitalized for alleged high bgs and claims that there's something wrong with her pump & xmtr on (B)(6) 2025 (primary svn: (B)(6). On a related svn: (B)(6), the customer alleged no communication-between pump & xmtr on (B)(6) 2025. On a related svn: (B)(6), the customer alleged no communication-between pump & xmtr and high bgs (hyperglycemia) on (B)(6) 2025. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or unexpected senor alarms/alerts noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer ultimate lithium battery installed. No damage noted on the battery cap. On the primary svn: (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 08-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn: (B)(6), perform the history review 1 week prior to the event date 08-jul-2025 in the pump history file and found 3 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 2 sensor error alerts on (B)(6) 2025, 3 lost sensor alerts on (B)(6) 2025, 1 low battery alert (104) on (B)(6) 2025 10:37:00.000, 2 change battery fault (73) on (B)(6) 2025, and 2 off no power (11) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. On a related svn: (B)(6), perform the history review 2 days prior to the event date 23-may-2025 in the pump history file and found 3 lost sensor alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump history file lists data on (B)(6) 2025. On a related svn: (B)(6), unable to perform the history review 2 days prior to the event date 25-apr-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). No pump/transmitter communication anomaly, calibration anomaly or unexpected senor alarms/alerts noted during testing. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia & diabetic ketoacidosis with a blood glucose value of 500 mg/dl. The customer reported something wrong with their insulin pump and transmitter. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a & mmt-386a. Troubleshooting was partially done and found the customer was hospitalized as a result. The customer also reported kidney failure. The customer also reported symptoms of confusion, tiredness/weakness and altered vision/vision changes. The customer was not tested for ketones. It was found the customer was treated with an intravenous drip & manual shots. The customer was not using the insulin pump within 48 hours of the event and the status of the automode/smart guard feature was unknown. No further patient complications were reported. The product mmt-1884 will be returned for analysis, but the product(s) mmt-332a, mmt-7040a & mmt-386a will not be returned for analysis.